Event description:
Patient reported "capsular contracture baker grade unknown, breast getting a little hard, not so much pain, a lot of tissue messed up in there with the implant and adverse events made diagnostic testing difficult or uncomfortable" diagnosed via mammogram. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3. Date of event: 2022 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.